Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the anchor broke off. The eyelet and one end of the anchor remained in the patient with support and the surgeon decided this is sufficient and no additional device is needed. The other broken off piece was retrieved out of the patient. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information. The complaint is confirmed. One unpackaged, ar-2324bcm-1,15104596, was received for investigation. Upon visual inspection, it was noted that the screw was damaged and that the eyelet was not returned for investigation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.